Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The occlusion alarm was cleared and insulin deliveries were successfully resumed. During troubleshooting, the cartridge and infusion set tubing were found to be operating as expected. There was no damage noted to the cannula. Customer's blood glucose level was 260 mg/dl.